Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with 5 patient samples while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. All initial five samples tested with the cobas liat (sn 10427) generated sars-cov-2 positive, influenza a negative, and influenza b positive results. The same samples were repeated on the same device and generated sars-cov-2 negative, influenza a negative, and influenza b negative results. Samples 1, 4, and 5 were reported out as negative while samples 2 and 3 were reported out as positive. To date no harm is alleged. Per FDA¿s eua guidance, 5 mdrs will be filed.

Event description:
The customer reported the following results for the 5 patients' samples: patient 1: negative for all three targets. Patient 2: positive for sars-cov-2 and influenza b. Patient 3: positive for sars-cov-2 and influenza b. Patient 4: sars-cov-2 negative, influenza b positive, influenza a negative. Patient 5: sars-cov-2 negative, influenza b positive, influenza a negative.

Manufacturer narrative:
The analyzer was preemptively returned and the run data was deleted prior to the return. As a result, the affected runs could not be evaluated. As the run data was not provided, a root cause for the alleged runs could not be established. It is possible that the runs generated weak positive results due to the titer of the samples, which could result in wavering results. A reagent investigation was performed on the alleged lot and a systemic reagent issue was ruled out. Corrected which results were reported out in b5 added component code, evaluation method codes, updated evaluation result and conclusion codes.